Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber cap broke off. A second fiber was utilized to complete the case. The patient was reported to be ¿ok¿.